Event description:
It was reported that a review of the stored episodes in this implantable cardioverter defibrillator (ICD) memory was requested to verify if the patient was experiencing true atrial fibrillation (af). During this review, it was discovered that the device delivered inappropriate anti-tachycardia pacing (atp) bursts and six inappropriate shocks during an episode of atrial fibrillation with rapid ventricular response more than two years prior to the date of the review. Therapy was exhausted during this episode. There were no adverse patient effects reported. This device remains in service.